Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: isthmic spondylolisthesis procedure performed: 5/s transforaminal lumbar interbody fusion (tlif) post-op, during a regular follow-up several months after the operation the surgeon noticed that the cage which was lengthened during the operation has returned to its original closed state . There were no patient symptoms or complications as a result of this event.